Event description:
Patient reported that , while trying to change their insulin cartridge, they were unable to retract the device's piston rod. They indicated that their blood glucose was elevated (>600mg/dl) which they attributed to being unable to use the device. Patient stated they were in a "ketoacidosis state". They self-treated with insulin injections.